Manufacturer narrative:
Establishment name: (B)(6). The evaluation confirmed the reported issue of device not turning on, due to a faulty cable. However, technician noticed a broken cable on the camera head. The cable is badly kinked and twisted. This resulted in an image loss and interference strips in the image. Furthermore, the cable is leaking and needs to be replaced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus the device will not turn on, and with some frequency when they are operating, the screen goes black and error 216 appears. They take out the connector, clean it and reconnect; it works for a while and the fault comes out again. The device produced failures in approximately 20 transurethral resection, surgical hysteroscopy procedures. The intended procedure was completed successfully in all occasions with the same or similar device. No procedural delay was reported, nor death or injury reported due to the event. Related patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, no root cause could be identified as to why the cable became defective. Regarding the cable damage (faulty cable) the instruction manual identifies verbiage that might have prevented the phenomenon: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged". Olympus will continue to monitor field performance for this device.